Event description:
It was reported to philips that there is an intermittent operational check failure. There was no pt involvement.

Manufacturer narrative:
Pr# (B)(4). A follow up report will be submitted once the investigation is complete.